Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and was unable to get receiver to communicate with the global communication tool. The complaint of 085 intermittent vibration was not confirmed. "Call tech support" error message was observed on screen of the receiver. The root cause could not be determined post investigation.